Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
The patient was reportedly last seen in (B)(6) 2012 by a different physician. Review of available programming history shows that diagnostic results at this time were within normal limits, and settings are available.

Event description:
An implant card received on (B)(4) 2013 indicated that the patient underwent full revision on (B)(6) 2013 due to high lead impedance (>10000 ohms). The explanting facility does not return explanted devices.

Event description:
On (B)(6) 2013, it was reported that high impedance was seen on (B)(6) 2013. Diagnostics results were provided. There were no patient adverse events and no known causes for the high impedance. The device was disabled on (B)(6) 2013. Surgery is likely but has not taken place. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Review of programming history previously submitted MDR inadvertently omitted settings from this vns patient¿s last known interrogation. This report is being submitted to correct this information.

Event description:
X-rays dated (B)(6) 2013 were received on (B)(6) 2013 and reviewed. The generator and lead are in the images. Placement of the generator is normal in the left chest, and the feedthru wires appear intact. It cannot be confirmed that the connector pin is full inserted inside the connector block. Lead is present behind the generator. There are no gross fractures or discontinuities in the lead portion visible. There appear to be no sharp angles in the lead. The lead wires appear intact at the connector pins. Surgery is likely but has not taken place.